Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that several patients (exact number unknown) received an electrical shock while using an aseptico dtc endo motor. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Evaluation found the bearing dragging and timing off in the motor and the e-head had corrosion. The system meets all engineering standards for leakage current. Customer is most likely experiencing static shock from carpet or something similar.